Event description:
Follow-up information revealed the patient underwent surgical intervention where the ipg was explanted and replaced with a different model. The patient reported effective stimulation therapy postoperative.

Manufacturer narrative:
Field advisory: 1627487-12192011-003-r. This ipg serial number was included in field advisories. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient has 2 scs systems. It was reported the patient's ipg (peripheral system) is inoperable . It was also reported the patient failed to recharge the device as instructed. Subsequently, the patient will undergo surgical intervention as the next course of action.